Event description:
It was reported that the patient's right ventricular defibrillation lead exhibited high, out of range defibrillation impedance. The patient did not experience any adverse effects and the lead remains in service.